Manufacturer narrative:
Concomitant medical products: n119 ICD, implanted (B)(6) 2012; 638bl28 annuloplasty band, implanted (B)(6) 2014; etlw1613c124e abdominal stent graft, implanted (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped as a result of noise that led to inappropriate anti tachycardia pacing therapies. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.